Event description:
Information was received from a patient who was receiving an unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient reported withdrawals. No out of box failure was reported and no medical or therapy problem associated with small parts was reported. The patient considered this a gradual change in therapy/symptoms. The patient stated she went through withdrawals because she was not able to find a healthcare professional to fill the pump. Patient stated oxycodone for the medication and patient service specialist (pss) asked if patient was taking oral oxycodone medication. Patient stated she was not able to take oral medication because she had 10% of the intestines removed prior to implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The date of the event was previously reported to be about four months ago from (B)(4)2017 additional information was received from a consumer on (B)(4)2017. It was reported that the patient¿s managing healthcare professional (hcp) never filled thepump on time. It was related that the last time she went through horrible withdrawal because the pump was not filled for four months. It was stated that the patient said they were being tortured by their pain doctor. No further complications were reported or anticipated.